Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the knee of the patient. The pin was intentionally left in the knee to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the knee of the patient. The pin was intentionally left in the knee to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.